Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided image shows the labels of the devices. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an unspecified arthroscopy, after the canal was prepared with the drill and the reamer, four (4) healicoil 5 mm pk anchors broke during insertion used in fixation of 2 tapes. The components were removed from the joint. The backups were used in the same bone holes. The procedure was completed with a competitor device (arthrex). There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).